Event description:
It was reported to philips that the device has an abnormal noise from the ac power module. There was no patient involvement. The field service engineer (fse) confirmed the noisy ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.